Event description:
New information received states that a chest tube was placed in the patient due to the persistant pneumothorax and shortness of breath.

Event description:
It was reported that a moderate pneumothorax was noted post implant. Patient was stable and discharged home.

Event description:
New information received states that the previously observed pneumothorax was resolved. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.